Manufacturer narrative:
Phone number: (B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device will not turn on. There was no reported patient involvement.

Event description:
It was reported to philips that the device will not turn on. There was no reported patient involvement. One therapy pca was returned for failure analysis. The reported problem was verified / duplicated during lab tests. Transistor q38 was defective.